Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Name and address- phone: (B)(6), postal code: 250100. PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the basket sheath of a ncompass nitinol tipless stone extractor was found to be damaged in an "s-shape" when removing the device from the packaging. The device could not be straightened to insert into an endoscope. The device did not make patient contact. A new device was used complete the procedure. No adverse effects to the patient were reported.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, the basket sheath of a ncompass nitinol tipless stone extractor was found to be damaged in an "s-shape" when removing the device from the packaging. The device could not be straightened to insert into an endoscope. The device did not make patient contact. A new device was used complete the procedure. No adverse effects to the patient were reported. Investigation evaluation: reviews of the complaint history, device history record, manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and functional test of the returned complaint device was also conducted. The device was returned in open original pouch with the shipping tray. The handle deployed the basket successfully. The s shaped curve of the basket sheath was observed near the distal end. Cook completed a review of the device history record (DHR). The DHR found one potentially related non-conformance on 1 device, however, the non-conforming product was scrapped. All other devices from the lot were found to pass inspection checks, therefore, cook has concluded that there is sufficient evidence to indicate that no non-conforming product exists in house or in the field. A lot history search found no other complaints had been reported for this lot. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review the device history record, complaint history, and quality control documents provides evidence to support that the device was manufactured to specification. Based upon the available information and results of the investigation, cook has concluded that the cause for the issue could not be conclusively determined. It is possible the sheath was deformed as a result of not being packaged correctly in the shipping tray, or forces encountered during shipping/handling caused the basket sheath to move inside the shipping tray, causing the observed damage. Since the device had been removed from the shipping tray by the user, it was not possible to confirm that the sheath deformation was related to the shipping tray. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.